Manufacturer narrative:
Approximate age of device - 83 days. The report of suspected pump thrombosis was not confirmed because the device was not explanted and therefore not available for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level was greater than 1000 u/l for about a month. The patient was started on heparin and his international normalized ratio (inr) was 2.9. Device thrombus was suspected. The patient refused a ramp study to determine the likelihood of thrombosis, and also refused a device exchange. It was reported that the patient expired from heart failure and suspected device thrombus. The pump was not explanted. No additional information was received.